Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4) .this report will be amended when our investigation is complete.

Event description:
It is reported that as the surgeon struck the tm reverse shoulder taper the impactor broke. The threaded part of the impactor broke off inside the spacer implant. The spacer implant had to be removed from the implanted tm reverse stem and a new spacer opened and implanted.

Manufacturer narrative:
The tm reverse shoulder spacer impactor and 9mm spacer were returned for review. Visual inspection confirms that the threaded portion of the impactor fractured off and remains inside the spacer. The fractured off piece was removed from the spacer for inspection. It has been noted that there are strike marks on the impaction surface of the impactor. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. Review of the device history records for the impactor did not find any deviations or anomalies. Frequency of use of the device is unknown. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. Root cause of tip fracture was determined to be a stress concentration at the fracture site. As a product improvement, a (B)(4) was added to the device in 2010. The addition of (B)(4) at the base of the threaded region of the shaft will aid in lowering the stress concentration. This impactor was produced prior to the change. This is a previously addressed design issue.